Event description:
It was reported that the 3.5 x 12 mm nc trek was broken. It is unknown when the breakage occurred. The account indicated there was no patient adverse event. There was no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported break was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for a break reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.